Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facs¿ sample prep assistant iii waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: waste tower overflow.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00308 was sent in error. The leakage was "contained" "within" the instrument, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using bd facs¿ sample prep assistant iii waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: waste tower overflow.